Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, h.6

Event description:
Patient reported "experiencing rotation because the pocket is too large". Later, patient reported "soft and mushy". Later, patient reported "possible rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "experiencing rotation because the pocket is too large". Later, patient reported "soft and mushy". Later, patient reported "possible rupture". This record is for the right side. Device remains implanted.